Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. Unable to download history files and traces using thump. Unable to upload pump to carelink using blue adaptor. Error message, unable to complete upload data to the server. The pump properly paired to minimed mobile app on a samsung s21 phone. However, the pump was also unable to upload in carelink personal. Error message, server upload failed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. Continued to download history files and traces using thump. Unable to download history files and traces using thump were confirmed, suspected on the pcba 2. Continued pump carelink upload. Unable to upload pump to carelink using blue adaptor. Error message, unable to complete upload data to the server. The pump was properly paired again to minimed mobile app on a samsung s21 phone. However, the pump was also unable to upload in carelink personal. Error message, server upload failed. Unable to upload pump to carelink/carelink upload anomaly was confirmed, suspected on the pcba 2. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. A high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Unable to download history files and traces using thump and unable to upload pump to carelink/carelink upload anomaly were confirmed, suspected on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that customer reported only this pump can extract data to the carelink system. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.